Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Reportedly, the customer reloaded the cartridge and received a minimum fill notification. Reportedly, the customer added insulin to the cartridge, reloaded the cartridge, and continued using the pump for insulin therapy. Customer's blood glucose level was between 90-158mg/dl.